Event description:
Magellan 22 g 1 1/2" needle hub possible defect. Lot: 912167, exp: 03/31/2024 needle hub split vertically when attached to syringe lot: 010437, exp: 02/28/2025 cracked in pieces when attached to syringe. FDA safety report ID # (B)(4).